Event description:
In 2002 center medical specialist (ms) noted donor was systemically covered with hives and had a swollen face after the target volume of 690 ml was collected. Ms escorted donor back to donor floor and had them lie down. Donor had a steady gait. Center nurse reassessed donor and checked vital signs (b.p. 106/68 hr 108 rr 16). Ms noted donor was restless, itchy, and complained of not feeling well. Donor denied having symptoms relating to shortness of breath or chest pain. Donor mentioned that they were a first time donor and denied having allergies. Donor did mention that they had a meal prior to the plasmapheresis procedure ms noticed hives getting worse and administered an epi-pen (.3 cc) per medical director standing orders. Donor was restless and would not remain lying down. Donor instructed to lay back down and keep lower extremities elevated. An icepack was given to the donor and vital signs were retaken (b.p. 126/90;hr 108;rr 20). Donor reportably became more anxious and exhibited additional symptoms of nausea, pallor, flushing, dizziness, and abdominal pain. Plasma center called 911. Donor was alert and again denied symptoms of shortness of breath and chest pain and stated itching had decreased to x1. Vital signs were checked a third time (b.p. 126/90 hr 108 rr 28). Emergency medical system arrived and were aprised of donor symptoms. Donor walked to ambulance with steady gait and was taken to the hospital. Center manager informed biolife physician of adverse event and of the transportation of the donor to the hospital.